Manufacturer narrative:
The insulin pump had no unexpected alarms. The insulin pump passed pump self-test, off no power test, displacement test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. The operating currents are within specifications. No unexpected alarms noted during testing, however multiple displayable history crc check failed on startup alarms found in alarm history screen due to corrupted history files noted. The insulin pump was received with constant alarms during battery changes due to faulty connector on interface board. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she received multiple external ram error alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the external ram error alarm occurred during battery change. The insulin pump will not be returned for analysis.